Manufacturer narrative:
(B)(4). The customer's experience was confirmed. A leakage was identified from a split in the pumping segment tubing. Root cause of the leak was undetermined.

Event description:
The user reported noticing a pool of fluid under the pump and liquid dripping from the bottom of the pump. On closer inspection, the clinician noticed a leak near the upper pumping segment section of the set. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.